Manufacturer narrative:
Method: mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the implicated device was not available for eval. Mfg record review: no discrepancies noted. Complaint history analysis: the 15 previous records have been received involving 17 units relating to tip deformations on the reflex-hybrid quick turn screwdriver inner shaft. The investigation into past complaints concluded that tip deformation was a known failure mode and that the small size of the instrument tip, combined with it's intended use makes it impossible to eliminate the chance for tip damage. Risk assessment: there were no reports of any adverse consequences to the pt or of any delays in surgery. While the broken instrument fragment was removed from the pt, this device is made of implant grade biocompatible stainless steel to mitigate the risk of broken tips remaining inside the pt should the device break during surgery. Conclusion: a thorough investigation could not be performed as the implicated device was not available for eval. The failure is believed to be result of the user pivoting the instrument or applying cantilever loads to the instrument when it was inserted into the bone screw.

Event description:
It was reported that, "while removing quick turn screwdriver from an implanted screw, the tip broke off of the quick turn inner shaft. Screw containing broken tip was removed from plate/patient."